Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) had not helped since implant and patient now had a tube in her bladder. It was indicated that patient had dementia and caller could not get straight answer from the patient. The patient had lost weight so the implantable neurostimulator (ins) can be seen sticking out of her skin and patient could not control her bowel. It was also reported that patient had a heart attack and her cardiologist said no more surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.